Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Additional information: b5, e1, h6 medical device problem code - annex a. Event description: as reported, during a transurethral lithotomy (tul), the basket of an ncircle tipless stone extractor was "damaged." Additional information was received 04nov2021: as reported, prior to use the customer inspected the device to ensure no damage had occurred. The device was tested prior to use and the basket was found to be functioning properly. The size of the stone the physician was attempting to remove was described as "slightly big." A laser was being used at the same time the basket was being used. There was nothing with the patient¿s anatomy keeping the basket from opening or closing. The device was used "several times" to capture stones before the reported issue occurred. When the user was extracting segments of the crushed stone(s) with the complaint device, the basket became unable to open/close. Another device of the same specifications was used instead to complete the procedure. The patient reportedly experienced no harm as a result of the issue. The patient did not require any additional procedures due to this occurrence. Investigation ¿ evaluation a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record (DHR), manufacturing instructions, the instructions for use (IFU), and quality control data. One ncircle tipless stone extractor was returned for investigation. The product was returned in an opened packaging and plastic clamshell. A functional test determined the handle did not actuate basket formation. The handle was disassembled during investigation, it was discovered that the cannula was broken at the support sheath under the mlla [male luer lock adapter]. The reported failure mode was confirmed. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there were no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. A review of relevant manufacturing and quality control documents was conducted. All extractors are 100% verified to assure the basket opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. The returned device was found to have a basket that was open and could not be closed. The basket assembly had separated inside the handle at the distal end of the cannulated handle, preventing the motion of the handle from functioning the basket. The cause for the damage was unknown. Excessive force may have been inadvertently applied to the device, however no information was known regarding device handling, therefore the cause of the issue could not be conclusively determined. The risk documentation procedures were reviewed, and it was determined that no actions are required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 04nov2021: as reported, prior to use the customer inspected the device to ensure no damage had occurred. The device was tested prior to use and the basket was found to be functioning properly. The size of the stone the physician was attempting to remove was described as "slightly big." A laser was being used at the same time the basket was being used. There was nothing with the patient¿s anatomy keeping the basket from opening or closing. The device was used "several times" to capture stones before the reported issue occurred. When the user was extracting segments of the crushed stone(s) with the complaint device, the basket became unable to open/close. Another device of the same specifications was used instead to complete the procedure. The patient did not require any additional procedures due to this occurrence.

Manufacturer narrative:
PMA/510k # ¿ exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, during a transurethral lithotomy (tul), the basket of an ncircle tipless stone extractor was "damaged." No adverse effects to the patient have been reported. Additional information has been requested regarding the patient and the event. At the time of this report, no further information has been provided.